Event description:
It was reported that during a shoulder procedure using the quantum 2 controller, the controller gave an error code. The surgeon chose to complete the procedure using a competitor's product. There was no significant delay or pt complications reported as a result of this event.